Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced a high blood glucose reading of 20 mmol/l along with vomiting. It was stated that the mother changed the infusion set, but the blood glucose levels remained. The customer was then hospitalized for high blood glucose and ketones. The blood glucose reading was 21 mmol/l.